Event description:
A user facility reports that a capsular bag tore during intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent due to the position of the lens in the case. The optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 5/30/08, 6/9/08 and 6/12/08 by fax, mail and phone. A completed questionnaire has been received.